Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted the device mechanism, power supply board, central processing board, and the display board were burnt. There were no reports of any adverse patient events or delays in critical therapy. No additional information was provided.